Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 mast roller pump 150. The event occurred in japan. Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the pump head of an s5 mast roller pump 150 was not rotating smoothly and was frequently giving message "maximum load limit is reached" during priming. There was no patient impact.